Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments, at 14.5 cm from the is-1 terminal pin. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was confirmed to be functional. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be implanted. The lead was repositioned multiple times, but acceptable pacing threshold measurements were not obtained. It was also noted that the pacing impedance measurements were greater than 2,000 ohms in all positions. Finally, the helix could no longer be extended or retracted, and a new lead of the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.